Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error after being exposed to the rain. The customer stated that they had gone running and it was raining. After the customer reinserted that battery into the insulin pump the device alarmed battery out limit and failed battery test. The customer's blood glucose was 7.2 mmol/l. The discontinuation of the device was advised. Nothing further was reported.